Manufacturer narrative:
Device has been evaluated but not repaired. The device was scrapped per the customer's request.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device needs to be recalibrated to address the issue.